Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2018. The patient did well initially, but eventually developed an open anterior bite. According to the surgeon, this patient is a juvenile rheumatoid arthritis patient with condylar resorption, and the patient's ascending rami resorbed causing the mandibular components to become loose. On (B)(6) 2019, the surgeon removed and replaced the mandibular components with revision implants.

Event description:
The patient's left and right mandibular components were removed and replaced with revision components because they had become loose.